Manufacturer narrative:
This MDR is related to ge healthcare complaint. The system high voltage cables were replaced due to improper repair by non oec technician. The system iris pot failure was still present. He replaced the collimator assembly purchased by customer. He adjusted the beam alignment to MFR specs. The system operates as intended.

Event description:
The customer reported that the system displayed a bad iris pot error. Also the customer stated that the hv cables needed replacement.